Event description:
Breast tissue expander reported as 'deflated'. The device was removed and replaced with an identical expander in spite of the fact that the original device had been implanted for nearly 6 months.